Manufacturer narrative:
Exact date unknown, event occured on (B)(6) 2021 the day the device were explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18546002/18493340.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.